Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Noise was noted on the rv lead with patient's deep breaths and was reproducible causing pauses in ventricular pacing. The patient did not complain of symptoms due to pauses in pacing related to noise. Programming changes was made. The patient presented later to another clinic, attempts to eliminate interference caused by noise were not successful. Lead fracture was observed. The lead was explanted and replaced.